Event description:
When infusing medication the following infusion extension set it was noticed to be leaking at the filter on 3 occasions on (B)(6) 2023. Baxter non-dehp micro volume extension set lot (10)dr23b23024. Ref reports: mw5146010, mw5146011.